Manufacturer narrative:
Unknown; no information has been provided to date. One pump was returned for analysis in used condition. Visual inspection showed the device was in good physical condition. Service history review identified there was an indication that the complaint may be related to a service of the device within the review period. Review of the event history log found a few "air in line" alarm reports. Functional testing confirmed the customer reported issue. The pump alarms air in line even when there is no air present, and even when the tubing is inserted correctly. The investigation determined that the cause of the issue was a nonconforming air detector. The air detector was replaced.

Event description:
It was reported that the pump works only when attached to the patient. Attached to patient it says, "air in the line." There was patient involvement.